Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for oedema lower legs 13 days after surgery for tkp. Event is not serious and is considered mild. Event is not related to device and is possibly related to procedure. Date of implantation: (B)(6) 2019. Date of event: (B)(6) 2019 (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial meadwatch, a follow-up medwatch will be filed as appropriate.